Event description:
Same case as MDR ID#: 2134265-2012-00772, 2134265-2012-00773 and 2134265-2012-00774. It was reported that post a stenting treatment procedure, the patient experienced chest pain and stent thrombosis occurred. The 90% stenosed target lesion was located in the mildly tortuous right coronary artery (rca). The target lesion was treated with deployment of a 12x2.50mm ion stent, a 28x2.50mm ion stent and a 32x2.50mm ion stent which tapered distally in size. The physician used a 2.75x20mm nc apex balloon to post dilate the deployed stents and which were observed as well apposed. No patient complications were reported during this intervention. The patient presented six days later due to chest pain. Stent thrombosis was observed and the physician treated all three ion stents from the initial procedure with an unknown thrombectomy device. The physician used several unknown non-compliant balloons before attempting to deploy a 2.25x16mm promus element plus stent in the previously placed ion stents. The physician was unable to cross the placed stents using the promus element plus stent delivery system (sds), removed the sds and again pre-dilated with an unknown balloon. The physician again attempted to cross the placed stents with the 2.25x16 promus element plus, but could not cross. While removing the promus element plus sds, the physician felt resistance and the promus element plus stent dislodged from the sds in the mid to distal rca. The physician unsuccessfully attempted to crush the dislodged stent with a small unknown balloon and unsuccessfully attempted to retrieve the stent with a non-bsc guide wire. The patient experienced chest pain and was brought for surgery, undergoing coronary artery bypass grafting. No other patient complications were reported and the patient is doing well post-surgery.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).